Manufacturer narrative:
Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 3 months. A correlation between the device and the reported infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient developed a driveline infection on (B)(6) 2015 and was treated with multiple courses of intravenous and oral antibiotics. The patient underwent surgical debridement of the driveline on (B)(6) 2015. The patient expired on (B)(6) 2015 due to multi-system organ failure due to infection. It was reported that that the patient was in hospice care at the time of expiration. The patient's heart rhythm went into torsade de pointes and the patient expired soon thereafter. The device was reportedly operating as expected. The pump was not explanted.